Event description:
No reported patient/user injury and no medical intervention report reads: the syringe driver medication had allegedly run through three hours early on a patient on s/c diamorphine. The pump was set at 02mm/hr to run over 24 hours. The battery light was flashing correctly and no apparent noticeable malfunctions with the pump were evident. Alternative pump was put in place. No further information available.

Manufacturer narrative:
Syringe driver returned by reporter - device investigated and repaired at uf and back in service. No significant faults found - file closed as not verifiable as device not being returned to manufacturer for evaluation.